Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an elevated lactate dehydrogenase (ldh) level of 1380 u/l, shortness of breath, and elevated lvad parameters. It was reported that the ramp echocardiogram study was negative. It was noted that the pump appeared to be working as intended. The patient remains status 1a on the heart transplant list, and the future plan is to monitor the patient closely. No additional information was provided.

Event description:
Additional information: patient was transplanted on (B)(6) 2017 due to high lactate dehydrogenase level (1500 u/l), suspected pump thrombosis, and positive ramp echocardiogram.

Manufacturer narrative:
Device evaluation: the explanted device was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. The severed distal end portion of the driveline was not returned. The sealed inflow conduit and the sealed outflow graft were not returned. The outlet elbow was returned attached to the outlet port. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed white, tissue-like depositions adjacent to the bearing ball. The depositions were adhered to the outlet stator and contact marks were present on the distal side of the rotor, indicating that the depositions were present while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the depositions or the duration of time for which they were present in the pump, they could have contributed to the report of elevated ldh. Review of the submitted system controller log file confirmed transient elevations in pump power; however a direct correlation to the observed depositions could not be conclusively determined. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.